Event description:
It was reported that during an unknown procedure, the instrument did not fire properly. Another device was used to complete the procedure. There were no adverse consequences for the patient. Attempts were made to retrieve additional information, no response has been received to date.

Manufacturer narrative:
(B)(4). The analysis results showed that one ec60 device was returned with no visual non-conformances and with a fully fired reload loaded on the device. In addition a clip was found on the anvil, the clip was manually removed. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. It should be noted that when placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. A batch record review was performed and no anomalies were found during the manufacturing process.